Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee) and fluoroscopy imaging. Right femoral venous access was obtained. Heparin was given per protocol for anticoagulation. Transseptal puncture (tsp) was performed with versacross connect through a watchman double curve access system (was) and the was was positioned at the laa. A 27mm watchman flx pro closure device and delivery system (wds) were advanced and deployed, and subsequently recaptured and removed. A 31mm wds was inserted, advanced, and deployed and release criteria was accepted and met so it was released and implanted. The closure device shifted immediately after it was released and pushed proximal due to proximal pectinate anatomy in the laa. Compression post shift was 10.3-15%. The physician decided to not perform any interventions, despite the closure device not meeting release criteria due to position. The procedure was concluded without patient complications. The patient remains hospitalized overnight and is expected to fully recover.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiography (tee) and fluoroscopy imaging. Right femoral venous access was obtained. Heparin was given per protocol for anticoagulation. Transseptal puncture (tsp) was performed with versacross connect through a watchman double curve access system (was) and the was was positioned at the laa. A 27mm watchman flx pro closure device and delivery system (wds) were advanced and deployed, and subsequently recaptured and removed. A 31mm wds was inserted, advanced, and deployed and release criteria was accepted and met so it was released and implanted. The closure device shifted immediately after it was released and pushed proximal due to proximal pectinate anatomy in the laa. Compression post shift was 10.3-15%. The physician decided to not perform any interventions, despite the closure device not meeting release criteria due to position. The procedure was concluded without patient complications. The patient remains hospitalized overnight and is expected to fully recover. It was further reported that the patient was discharged home without any further intervention in response to the device migration.